Event description:
It was reported to philips that the patient fell from the device's table.  The device was in clinical use at the time of the event. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the incident occurred during patient transfer when the patient moved while resting on the removable arm support. The patient lost their balance, fell and broke their toe. There was no reported malfunction of the allura system. The arm support was installed as per the IFU and a philips field service engineer confirmed that there were no abnormalities with the system post-fall. According to the instructions for use (IFU), it is required that two personnel (one on each side of the patient) assist with transferring the patient on or off the table. Although the customer adhered to this guideline, the patient¿s self-initiated movement placed additional pressure on the arm support, leading to the fall. This incident is considered to be a non-reportable event. The investigation determined that the fall was primarily due to the patients¿ own independent movement. No environmental or systemic factors contributed to the event, nor did any system issues. The codes were updated based on the investigation outcome.